Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) is broken. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. An alarm test and interior inspection was performed and the test failed, confirming the reported event of low audio output. The root cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim low audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient to test the alert functionality and patient reported alerts were functional.